Manufacturer narrative:
An event regarding loosening and corrosion involving a accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated: the returned device is shown in figures 1 and 2. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. Detailed images of the trunnion are shown in figures 3 and 4, with debris being observed. A sample of the debris was placed on a sem sample stub for further analysis. Dimensional inspection: the device was found to be dimensionally within specification material analysis fretting was observed on the trunnion of the accolade stem. Eds was performed on the accolade stem and debris. The base metal of the accolade stem was consistent with a tmzf alloy. The debris was consistent with material transfer, the decontamination process, and biological material. The debris and fretting observed indicate a likely corrosion process was occurring within the trunnion region of the stem and head. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant concluded that cup malposition in anteversion has caused an overload condition on the proximal stem section which thereby failed to acquire bone ingrowth and required revision when loosening became clinically manifest at 3-years. A secondary effect of overload in the arthroplasty relates to the observed corrosion effects in the trunnion region. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in anteversion has caused an overload condition on the proximal stem section which thereby failed to acquire bone ingrowth and required revision when loosening became clinically manifest at 3-years. A secondary effect of overload in the arthroplasty relates to the observed corrosion effects in the trunnion region. If additional information becomes available this investigation will be reopened.

Event description:
The following is reported: since (B)(6) 2014 left is sensitive, and it always has been. But this alway got better again. From the course of dr. (B)(6) 2015: complaints are increasing during the last few months. When climbing stairs, the left hip still gives complaints. Sometimes he feels a pain that is stabbing at the side of the pelvis and thigh. He feels that the left leg is shuffeling a bit. There are startup problems. Coming up out of a chair is difficult. He walks limping. The bone is not getting swollen. Then decided to do a bone scan. Results from the bone scan was: slight metabolic accentuation at the tip of the stem of the left hip prosthesis, detachment is possible. Then it was decided to do a stem revision.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was discovered during a three year follow up outpatient visit that the stem is loosening. The revision is scheduled for (B)(6) 2015